Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. It was reported the healthcare provider (hcp) had a patient many years ago that within 1-2 days of a routine baclofen pump refill, had acute withdrawal symptoms which went away within hours after removing the baclofen and refilling. The concentration was sent in and confirmed it was the appropriate concentration (200 mgc/ml).